Event description:
The reporter stated that the surgeon implanted a cq2015a three piece collamer lens in (B)(6) 2010 and the lens was explanted (B)(6) 2010 due to the refractive aim not being achieved. The lens was removed without enlarging the incision and another cq2015a lens with a 19.0 diopter was implanted. The reporter stated the incident was the result of the wrong power selection by their facility.

Manufacturer narrative:
(B)(4) (secondary) - (B)(4).